Manufacturer narrative:
The reported event of insulation twisted was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the outer insulation was twisted at the distal region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found.

Event description:
It was reported that during implant procedure, patient's new right ventricular (rv) lead was over torqued and lead body was damaged. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2024. There were no patient consequences.